Event description:
The lead was returned to sjm on (B)(6) 2011 noting not stated or no reason given. We then received information on (B)(6) 2011 that the patient expired on (B)(6) 2011. The lead was subsequently removed. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in receiving paperwork. Device evaluation anticipated, but not yet begun.